Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to instability. Surgeon reported his suspicion that the proximal cone body was probably not fully seated during the primary implantation. The proximal cone body, biolox ceramic head, and 36d 0° insert were revised to a proximal cone body, lfit v40 head, size d constrained insert, and a dall-miles grip plate with cables. Rep provided usage sheets for the primary and revision surgeries, pictures of the explants, and confirmed that no further information will be released by the hospital or surgeon.